Event description:
It was reported by the patient's family member that the patients leads had to be replaced because they were faulty. Follow up with the clinic determine the right ventricular (rv) lead had insulation wear identified during a routine device change out. There was no additional information about the specific fault with the right atrial (ra) lead. The rv and ra leads were both explanted and both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.